Manufacturer narrative:
Findings: pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Drive support disk was inspected and no anomaly was noted. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the dat test at 0.08815 inches. Pump was received with intermittent all the buttons response due to flattened all the buttons dome switch (no creased). No moisture damage on keypad traces noted. Keypad connector was fully locked. Unit was received with cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's daughter that the customer fell out of bed, the pump button's stopped working, and they got hospitalized due to low blood glucose on (B)(6)2017. The customer's blood glucose reading was 43 mg/dl at the time of the incident. The customer was at 291 mg/dl at the time of the call. The customer was given food and glucose tablets to treat. The customer experienced symptoms such as disorientation. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed due to the pump button issue. The insulin pump will be returned for analysis.